Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had the video image not being displayed. The issue occurred during a therapeutic transurethral lithotomy (tul). The procedure was completed with a back-up olympus device there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion at the video connector contact point a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problems caused by corrosion in the connector. Olympus will continue to monitor field performance for this device.